Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. The customer stated that the device was not exposed to a high magnetic field. Assisted the caller to run a displacement test and the test failed. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion and prime tests. The insulin pump was received stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.